Manufacturer narrative:
G4: 31jan2020. B4: (B)(6) 2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that the resistance was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of this report: 15nov2019.

Event description:
It was reported that the unit had a touchscreen calibration and response failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was unresponsive and failed calibration. The fse replaced the touchscreen and the issue was resolved.